Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. The reported event was not confirmed. However, based on the information received, the root cause of this event is most likely due to operational context and patient's clinical condition. The surgeon also down-sized the valve for the second device implanted, suggesting that sizing issues may have contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic mitral valve was explanted at implant. This patient presented with severe mitral regurgitation requiring mvr. The mitral valve was approached behind the interatrial groove. Valve analysis showed that there was some disrupted chords from the p2 segment, but more importantly, there was a good deal of fibrosis and some calcification along the free tips of both the anterior and posterior leaflets. It was decided that the approach would be a cord sparing replacement. Accordingly, portions of the anterior and posterior leaflets were excised by retained intact chords to both papillary muscles. These were attached to the annulus using 3-0 prolene sutures. A series of 16 sutures were placed with the pledgets on the ventricular side around the annulus, which was fairly free of calcium and not difficult to suture. A 31mm magna ease pericardial bioprosthesis was selected based on sizers with no difficulty. This was lowered into position with an excellent fit. Tricuspid annuloplasty was also performed. The patient was then weaned from cardiopulmonary bypass and just prior to reversing the heparin, there was an excessive amount of bright red blood coming up from along the diaphragm, which was consistent with disruption. There was blood coming through the muscle wall near the av groove, which was not due to difficulty with the coronary sinus. Repeat echo showed disruption along the posterior annulus where there was a perivalvular leak and what looked like a jet of blood into the muscle itself. The heart was rearrested and inspection showed disruption along the posterior annulus. The valve was removed and a bovine pericardial patch was suture in place along the annulus covering up the area of disruption. The annulus was re-measured and in order to avoid any oversizing, the valve was downsized to a 27mm magna ease valve. The patient was weaned from cardiopulmonary bypass and the new valve was working well with no perivalvular leak and the patch was intact. The patient was taken to the ICU in stable condition.